Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi) received information, including brief medical records,of a patient who underwent a robotic hysterectomy on (B)(6) 2009. Per medical records the patient tolerated the surgical procedure well and was discharged the following day, (B)(6) 2009. On (B)(6) 2009, the patient was admitted to the hospital and underwent a vaginal cuff repair on (B)(6) 2009. Per dismissal summary her postoperative course was uncomplicated. The patient was discharged home on (B)(6) 2009. Per brief discharge summary, the patient was admitted to the hospital on (B)(6) 2009 due to vaginal bleeding. She underwent examination under anesthesia and cystoscopy. As exam revealed vaginal cuff abscess, no vaginal cuff dehiscence. The patient was treated with IV antibiotics, and she was then dismissed home with oral antibiotics. No further clinical information was provided about the patient's current status.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2009 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci surgical procedure the patient suffered post-surgical complications.